Manufacturer narrative:
Submit date: 4/14/2018. The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause for this event. If additional information or the sample is received, the investigation will be reopened and responded to accordingly.

Event description:
Customer reports: base of bin cracked causing chemo spill.